Event description:
Patient sample with no prior history of antibodies was tested with vrb170. All c positive cells except cell 20 reacted. Testing was performed with a 15 minute incubation. Testing was repeated with a 20 minute incubation; no reactivity observed with cell 20. The following day, the same sample was tested with three c+c- competitor panel cells converted to 0.8% and tested in gel. All 3 panel cells reacted (1+). No additional testing performed with an incubation time extended beyond 20 minutes. Insufficient patient sample remaining for further investigation.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. All results were satisfactory. There were no similar complaints reported for this lot. (B)(4).